Event description:
Customer stated that he was having problems with the insulin pump and had to go to the hospital due to high blood glucose. The current blood glucose reading is 200 mg/dl. The blood glucose reading at the time of the event was over 500 mg/dl. Customer was vomiting and couldn't sleep. He could not decrease the high blood glucose. Diagnosed diabetic ketoacidosis. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.